Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device - 6 years and 9 months. The pump was not explanted. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a chronic driveline infection and remained on long term antibiotics without signs of clearing. The patient had been recently admitted for an elective debridement due to signs of worsening infection and pain. The patient underwent the debridement and was discharged home. Shortly after discharge, the patient and family decided to proceed with hospice care and the patient expired on (B)(6) 2015.